Event description:
It was reported that an intraocular lens (iol) was not implanted, but a vitrectomy was required. It was learned that the customer indicated that there is no further information available about this lens.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. The device has not been received; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and complaint trending for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: new information received that came in with product investigation. Eye affected was left eye. Patient male, age (69 yrs.) And date of birth ((B)(6), 1952). Doctor (B)(6) with contact info. Provided. The following fields updated: section a2: age, 69 yrs. Old; date of birth. (B)(6), 1952. Section a3: male section e1: name: dr. (B)(6) establish name: (B)(6) surgery center address: 11819 (B)(6). Section d9. Device available for evaluation? Yes returned to manufacturer on: jan. 12, 2022 section h3. Device evaluated manufacturer? Yes device evaluation: no complaint lens was received, and therefore no product evaluation could be performed on the lens. Visual inspection, of the handpiece, under magnification revealed viscoelastic residue inside of the cartridge. The external assembly was inspected, presenting with no issues. The complaint issue could not be confirmed, and no product deficiency could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.